Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. The patient experienced erosion, physical pain, and additional impairments; and will require additional medical treatments.

Manufacturer narrative:
Corrected narrative: it was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced erosion, physical pain, and additional impairments and will require additional medical treatments. The patient had the sling removed on (B)(6) 2011 due to inability to void and recurrent utis. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.